Event description:
It was reported by the rep the device was used during a laparoscopic excision of nodes. It was reported two trocars were used upon entering the abdomen the sheath safety shields would not snap down upon entry into the abdomen. The other trocar would not retract or close. Trocar blade was exposed as trocar was over an inch-two inches inside cavity. Faulty safety shields noted. Another trocar was pulled to complete the case. There ws no consequence to the pt.